Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition that the attachment device was overheating was confirmed. An assessment was performed which found that the device failed for heat. During repair it was observed that the bearings and gears were worn out, corroded and creating heat. It was determined that the failure was caused by worn out bearings and gears. The assignable root cause was determined to be traced to component failure due to normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the attachment device was overheating. This event did not occur during surgery. There was no patient involvement. It was reported that a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.